Event description:
Correction: the patient had a new procedure the next week for treatment of the target lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the lesion was mildly calcified and moderately tortuous. The balance middleweight (bmw) universal guide wire was advanced and was very distal in a side branch of the ramus. The physician pulled the guide wire back a little and torqued the wire, turning it clockwise and counter clockwise to re-position it. At one point, the physician could not see any movement at the distal part of the guide wire while he was torquing it proximal. When the guide wire was attempted to be retracted, it was noted that the guide wire appeared to be separated. The guide wire was removed using a gooseneck snare. No adverse patient sequela was reported. The patient had a new procedure the next day for treatment of the target lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found blood and contrast on the core, polymer coating and coils, consistent with being advanced into the anatomy. The core had separated at the distal end of the hypotube. There was core extending out the hypotube. The separated portion was returned. There was a kink in the core at the proximal end of the hypotube. There was a kink in the core 8 centimeters (cm) proximal to the proximal solder. The kinks in the core are likely due to handling/packaging for return to abbott vascular. The tip was in a slight hook shape, possibly due to tip shaping or handling. The scanning electron microscopy (sem) analysis results suggest that the core failure may be attributed to fatigue. Fatigue striations, dimples, and secondary cracks were documented on both halves of the fracture. In this case, it is likely that over-torquing/turning back and forth clockwise and counter clockwise contributed to the separation. It is possible that the tip was entrapped within the lesion while the proximal end of the wire was being torqued causing the core to separate near the hypotube to core junction. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no nonconforming material records. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. Overall, the reported separation appears to be related to case circumstances. There is no indication to suggest a product quality deficiency.